Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Explant physician reported a left side rupture, diagnosed by ultrasound. The device has been removed.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening and red particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp edge opening in the side radius assessed as unidentified (tear) opening.

Event description:
Explant physician reported a left side rupture, diagnosed by ultrasound. The device has been removed.